Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 252mg/dl. The occlusion alarms were verified during a system check and a crack was observed on the cartridge. Additionally, a new cartridge was obtained and a crack was also observed on the new cartridge. Reportedly, a new cartridge was loaded to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.